Manufacturer narrative:
Wisdom medical technology believes this is a particular user error issue. This is a known issue as the fibers are delicate. Mitigation steps are considered in the risk management, however this is dependant on the end user. Post market surveillance indicates only one user repeatedly has this issue. Wisdom will continue to reach out to this user to offer additional training.

Event description:
While using an evolve laser during a urology procedure, the tip of the laser fiber (twister l) broke off and the fragment required flushing from the patient's bladder. No harm or damage to the patient was reported.